Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump. It was reported that the healthcare provider (hcp) stated that the patient was in for refill today; pump had reached low reservoir status before the refill so they filled the pump, changed the volume to 20 ml and updated the pump. The hcp stated that they then saw service code: 189 that the pump has an active alarm. The manufacturer's technical services specialist (tss) had the hcp exit the synchromed application, interrogate pump and manually silence the alarm. This resolved the reported issue.